Manufacturer narrative:
Device history records for the product were reviewed and reveal no manufacturing defects. The product involved in the event was not available for review. Root cause is unknown with the information reported. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported a patient underwent a nextra hammertoe correction implant procedure on (B)(6) 2020. At the 2 week post op the proximal and middle implants were no longer connected, the surgeon simply reconnected the implants, however it was reported that they became separated the next day. There was not further action noted and the implants remain implanted. No reported patient complications.